Manufacturer narrative:
The insulin pump was received with intermittent motor error alarms during basic occasion test due to slight moisture damage on the force sensor resistor. The motor was tested outside of the unit and passed. No unexpected excessive no delivery alarms noted. The insulin pump passed displacement test and rewind test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, stained end cap sticker, stained address serial number label and stained keypad overlay.

Event description:
Customer reported via phone call that there was a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.